Manufacturer narrative:
Brand name-correction-changed from aia-2000 to aia-900. Common device name-correction-changed from aia-2000 to aia-900. Model #-correction-changed from aia-2000 to aia-900.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16-nov-2015, an fse was dispatched over contacted the customer over-the-phone to address the reported event. After performing troubleshooting procedure with the customer the fse determined that the cup presence- sensor was sticking. He guided the customer to clean the sensor guide rod with alcohol. The instrument became operational and was working as intended. No further actions were required by field service. The most probable cause of the reported event was the cup presence sensor was sticking

Event description:
On (B)(6) 2015, a customer reported obtaining error 2163: c trans not released (the cup was not released by the cup transfer.) With their aia-900 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.